Event description:
The customer's mother reported that the customer had been experiencing high blood glucose levels since the week prior to the call. Caller stated that the customer had unexplained high blood glucose levels up to 598 mg/dl the night before the call as well. Customer was experiencing headaches, dizziness, nausea, and ketones. Customer was treated with a manual injection and the blood glucose level came down to around 400 mg/dl. The caller reported that the insulin pump had no delivery alarms also. Troubleshooting did not reveal any malfunction of the insulin pump. The customer's mother will monitor the pump and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.